Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, user informed the technical support engineer (tse) that monopolar energy had stopped working while bipolar energy had continued to function normally. The tse then reviewed the system logs and did not identify any generator-related issues around the reported time. Procedure outcome is unknown at the time of the report.